Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Leakage was found around the catheter during infusion of glucose and elneopa, so that checked the catheter to infuse saline solution, then confirmed the leakage was from just under the oversleeve and removed the catheter on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause was not determined. One groshong 4 fr single-lumen PICC was returned for investigation. The two-piece connector had been assembled to the groshong catheter. A statlock stabilization device was attached to the wings on the connector. A 3-way stopcock was attached to the red connector. The distal tip of the strain relief oversleeve was positioned between the 30 and 31 cm depth marks on the catheter tubing. A functional test revealed that the lumen was patent to infusion; however, a spraying leak was observed between the 29 and 30 cm depth marks. The leak site was located 1.5cm from the distal tip of the strain relief sleeve. A microscopic examination of the leak site revealed a hole in the blue stripe. The catheter was cut open to examine the leak site from within the lumen. The surface surrounding the hole exhibited a matte finish, which was in contrast to the glossy surface everywhere else on the inner lumen wall. Something within the catheter may have punctured the tubing. The stiffening stylet may have been a potential contributing factor, but the exact mechanism of damage could not be determined from the returned sample.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Leakage was found around the catheter during infusion of glucose and elneopa, so that checked the catheter to infuse saline solution, then confirmed the leakage was from just under the oversleeve and removed the catheter on (B)(6) 2020. There was no reported patient injury.